Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had undergone a revision due trauma that lead to loosening of tibia component at the bone to cement interface. Depuy cement was used. Doi: (B)(6) 2015; dor: (B)(6) 2022; affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device 545050501/8035569 , and no non-conformances / manufacturing irregularities were identified.